Event description:
It was reported that the patient complained of device heating and discomfort at the implant site. Patient symptoms included a burning sensation at the device pocket. It was noted that the patient complained of battery site pain and heat to the health care professional. It was noted the health care professional planned to revise the pocket to a new location and replace the battery on (B)(6) 2014.

Event description:
It was reported no malfunctions were seen and the cause of the issue was not determined. It was noted the site felt better and the patient was receiving effective therapy.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found no significant anomaly and was functionally okay. There is no evidence that suggests the complaint device behaved differently than the control device. No abnormal hotspots were observed from infrared (ir) images and thermocouple data closely matched control data.

Manufacturer narrative:
Concomitant medical products : product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 550-39, lot# n286601, implanted: (B)(6) 2012, product type: accessory. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.